Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that failed smart hh drawer position 5.2 . A field service engineer, reset all cables and connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.